Event description:
It was reported that this lead was an attempted implant, as it was over-extended and stopped responding, with no sensing. Another lead was successfully placed. No adverse patient effects were reported. The lead is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, investigation found it likely that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observation of failure to sense.

Event description:
It was reported that this lead was an attempted implant, as it was over-extended and stopped responding, with no sensing. Another lead was successfully placed. No adverse patient effects were reported.